Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and is unable to bolus. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 139 mg/dl at time of reporting. Nothing further reported.